Manufacturer narrative:
Additional information: g4, g7, h3, h10 (investigation results). Correction: h3, h6 (device, method, results, conclusion), h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6), was performed from date of manufacture (B)(6) 2017, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device would not turn on / off. No patient involvement is noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device would not turn on / off. No patient involvement is noted.